Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Guidewire stuck in catheter, the PICC nurse had to abort her insertion attempt and remove the line because the guidewire would not come out. Once the line was removed, the PICC nurse investigated. The guide wire appeared stuck at about 25 cm. She had to use force to remove it from the catheter. She flushed the PICC without the guidewire and there was no leakage to suggest the wire had punctured the line. There was no visible defect on the catheter.

Event description:
Guidewire stuck in catheter, the PICC nurse had to abort her insertion attempt and remove the line because the guidewire would not come out. Once the line was removed, the PICC nurse investigated. The guide wire appeared stuck at about 25 cm. She had to use force to remove it from the catheter. She flushed the PICC without the guidewire and there was no leakage to suggest the wire had punctured the line. There was no visible defect on the catheter.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received a used complete catheter, including the stylet, y-piece, and two transparent stoppers, as the faulty sample. The y-piece, which was forcibly withdrawn from the catheter, snapped at 4 cm from the proximal end. Its diameter was reduced to a small pinpoint shape, typical of a tensile fracture. The structure appeared wavy, indicating that the catheter concertinaed during the attempt to remove the stylet after catheter removal. Regarding difficulties during stylet removal, the IFU states: caution: if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Whilst maintaining a forward pressure on the catheter, remove the cannula gently from the vein. Secure the catheter by applying light digital finger pressure on the catheter, beyond the cannula, and slowly withdraw the cannula. Caution: do not apply direct pressure over the catheter if there is a stylet in situ during insertion. This may cause the stylet to become kinked and will make it extremely difficult to withdraw the stylet from the catheter. Stabilize catheter at the hub and slowly remove stylet from the catheter using a steady, gentle force. Furthermore, the customer indicated in the pir that alcohol-based disinfection was used. However, the IFU specifies: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the component batch history records revealed no deviations. The batches met all specifications and were released accordingly. Each catheter undergoes flow and leak testing during production. Tensile force and dimensional checks of the catheter and set components are performed randomly. As part of the quality control process, incoming goods inspections and two 100% visual inspections after packaging are also conducted. A two-year review of vygon USA's complaint data revealed that this is the first complaint regarding guidewire issue for batch no. 24a037d. Corrective action: based on the investigation, this complaint is not confirmed as a manufacturing defect. No corrective action has been issued at this time. However, vygon germany and vygon USA have recorded the incident and will continue to monitor and escalate as necessary.